Event description:
It was reported that during a lap roux-en-y procedure, the device's tissue pad fell off and into the patient. The tissue pad was retrieved with graspers. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 01/14/2009. Information anticipated, but unavailable at this time.